Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
In pharmacy, upon pushing 5fu into the baxter lv5ml/h infusor, the medication, a pin point spray of the medication sprayed all down the front of the technicians chemo gown. The connector was properly luered onto the bottle. The spray came out the sides of the connector down at the base. The baby bottle was inspected for cracks at the top and there were none, prior to that when they had luered on the dextrose syringes to push in, there was no problem. This is the first time this has happened. They have reported this to health canada.

Event description:
In pharmacy, upon pushing 5fu into the baxter lv5ml/h infusor, the medication, a pin point spray of the medication sprayed all down the front of the technicians chemo gown. The connector was properly luered onto the bottle. The spray came out the sides of the connector down at the base. The baby bottle was inspected for cracks at the top and there were none, prior to that when they had luered on the dextrose syringes to push in, there was no problem. This is the first time this has happened. They have reported this to health canada.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2301504, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. No issues related to the reported event were found. Retained samples of the same lot were used for additional evaluation. The products were visually inspected, no damage was observed on any of the product. Functional testing was performed, in all cases the product functioned as intended and no leakages between any of the connections occurred. Based on the quality team's investigation, and given the retained samples and device records did not identify any issues related to this incident, a root cause related to the manufacturing process cannot be identified at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.